Event description:
(B) (4) crm received information that a study was performed on the beneficial effects of biventricular pacing in chronically right ventricular paced patients with mild cardiomyopathy. All patients had a (B) (4) device. It is unknown the manufacturers of the associated leads. Throughout the study a right ventricular (rv) lead dislodgement was observed which necessitated re-intervention. The study concluded that biventricular pacing following chronic rv pacing may improve lv function, reverse lv remodelling and clinical status even in mild cases.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted. An attempt to gather additional information regarding associated leads was made but was unsuccessful. Article: van geldorp ie, vernooy k, delhaas t, prins mh, crijins hj, prinzen fw, dijkman b. Beneficial effects of biventricular pacing in chronically right ventricular paced patients with mild cardiomyopathy. Europace. 2009 dc 4: epu before print.